Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The customer stated that she was seen by her doctor and it was requested to replace the insulin pump. The customer stated that she changed the reservoir and the infusion set, but her glucose level continued being high. Ran a fixed prime test and the device passed the test. The customer stated that she uses the insulin out of the refrigerator. Advised customer to allow the insulin out for at least 45 minutes before using. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.